Manufacturer narrative:
Initial.

Event description:
It was reported that the user called to request a fast replacement for a sensor-related issue after glucose values initially returned to range, then fluctuated from 155 mg/dl to 216 mg/dl to 209 mg/dl during the call, and the reading could not be confirmed due to lack of a fingerstick; the user expressed frustration with the pump and ended the call. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were provided, and no alerts or alarms were reported. Investigation of this case revealed no confirmed device malfunction or component issue given the absence of corroborating data and the inability to validate the glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.